Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Facility rep states that the casters are no longer level with the ground. He states this makes the lift impossible to maneuver and steer. He would like to see if there is any information available on why it was designed this way. He provided s/n (B)(4). We are unable to verify. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.